Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
This is a spontaneous report by a nurse from the (B)(6) regarding a (B)(6) old male homechoice peritoneal dialysis patient. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis. In (B)(6) 2010, a peritoneal effluent culture was performed. The culture result was unknown. Treatment information was not provided. The cause of the peritonitis was not reported. It was unknown whether the event resolved. Medical history included end stage renal disease (esrd). Per the nurse, the peritonitis was not related to the peritoneal dialysis therapy.

Event description:
Customer reported unexpected negative reactivity with 2-cell screen on the galileo instrument.

Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lot number gd873919 with no defects noted during batch review. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.